Event description:
The complainant stated that the brakes will set, but if you push the bed, it will pop out of brake.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. A f/u report will be sent once the customer discloses their investigation.